Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 12:00 am, the patient reported that the sensor repeatedly alarmed and displayed ¿low¿ glucose alerts. The patient performed an fsbg test, which measured 220 mg/dl, entered a calibration, and returned to sleep. Later the same night, the patient awoke again because of continued ¿low¿ alerts from the sensor. A second fsbg test measured 120 mg/dl. The patient entered another calibration and went back to sleep. According to the patient's husband, the patient subsequently developed convulsions and shaking while asleep. He attempted to treat by administering three glucose tablets and water; however, the patient's condition did not improve, and 911 was called. Upon arrival, ems evaluated the patient and obtained an fsbg reading of 23 mg/dl. IV glucose was administered, after which the patient regained awareness and her condition improved. The patient was offered transport to the hospital but declined, stating that she felt better. At the time of the report, the patient stated she was feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c and b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.